Manufacturer narrative:
The handpiece will not be returned to bausch + lomb for evaluation. It was purchased through (B)(4) as a refurbished product.

Event description:
The doctor was performing surgery with a stellaris handpiece when it got so hot he dropped it. It burned through the surgical glove and he sustained first degree burns to his hand. They applied ice water. This handpiece was purchased through a third party (B)(4). (B)(4) has been notified of this event.